Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has air bubbles in the tubing. Customer's son stated that his dad had a blood glucose level of 46 mg/dl. Customer's son stated that the approximate size of the air bubbles was a little bigger than a soda bubble. Customer was advised to deliver a 5.0u fixed prime until air bubbles are no longer visible. Customer's son saw a drop at 3.5 but was unsure if the bubbles were cleared. Customer's son stated that the bubbles were always in the reservoir. Customer's son tried to thump out the bubbles, but the bubbles were still there. Customer's son was asked to attach the plunger and try to push, but the bubble did not go away. Customer was advised to change the infusion set. No additional information provided.